Manufacturer narrative:
Additional device product code hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the patient had an operation at another hospital, and transferred to the complainant. Patient experienced radial nerve injury which required additional surgical intervention to remove the hardware. The surgeon exfoliated immediately and extraction was completed. Two va lcp (variable angle locking compression plate) plate had been used for distal humerus. A cortical screw had been used in the second proximal hole of inward plate, and the screw was involved in radial nerve. There is no information available about patient outcome. The re-surgery was completed successfully. This report is for one (1) va lcp plate. This is report 2 of 3 for (B)(4).